Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61mm diameter abdominal aortic aneurysm and a 17mm dissection. However, it was reported that on the final angiogram of the index procedure a possible type ia endoleak was observed. The patient did not receive any treatment. Per the physician the cause of the event was due to patient vessel morphology and short sealing length. No additional clinical sequelae were reported and the patient is fine.